Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing nausea, vomiting, and was dehydrated. The patient¿s cgm was reading low mg/dl and the bg meter was reading 287 mg/dl. The patient was also wearing a tandem insulin pump. The patient decided to drive himself to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacisosis (dka) and treated with IV fluids and insulin. The patient was discharged home the next day (less than 24 hours later). The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.